Manufacturer narrative:
(B)(4). The delivery system was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for balloon ruptures from this lot. Based on the reviewed information, no product deficiency was identified. The xience pro is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during a procedure of the mildly tortuous, moderately calcified, distal circumflex artery the 2.25 x 23 mm xience pro stent balloon was inflated once during deployment at 5 atmospheres (atm) and ruptured. A 2.25 x 15 mm nc trek balloon dilatation catheter (bdc) was used to fully expand the stent. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.